Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the pacemaker and right atrial lead exhibited far-r wave over-sensing, which resulted in episodes of inappropriate mode switch and inappropriate pacing. Programming changes were made. There were no patient consequences. The patient would be further monitored.

Manufacturer narrative:
Further information was requested but not received.